Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient stated being unable to void since the time of the artificial urinary sphincter (aus) implant. The patient indicated having five catheters put in and now needing a new constant one. A revision was scheduled for the end of march to have the cuff replaced. The physician indicated upsizing the cuff as it is believed the existing 4.0 cm one might be too tight. Additional information received indicated the voiding problems were initially suspected to be due to swelling. Additional information received indicated the patient underwent an aus replacement surgery in which the cuff was replaced for a bigger one. No information was provided about the patient's outcome. It was further reported that there were no device malfunctions associated with the device. No more information available at the moment. Should additional information become available, it will be provided.